Manufacturer narrative:
Date of event: event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-00790, 1627487-2022-00791, and 1627487-2022-00792. It was reported the patient was experiencing ineffective therapy. As result, the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.